Event description:
Customer emailed saalt on (B)(6) 2020 to explain that she went to a clinic to have a medical professional remove her cup. She did not share any additional information. Saalt responded and sent the customer a replacement cup.